Event description:
It was reported that during therapy with the aquadex flexflow system, a blood leak was detected. The blood leak occurred within the uf 500 blood circuit. The facility reported that the blood leak occurred within 20 minutes of circuit use. The uf 500 blood circuit was replaced with a new circuit and therapy was resumed.

Manufacturer narrative:
Suspect device was returned for analysis. A visual examination confirmed the blood leak within the circuit. There were no signs of damage to the circuit. The filter was removed from the circuit and tested for leaks. A single fiber was identified as leaking (out of approximately 900 fibers). The suspect fiber was isolated and injected with dye to determine location once the filter case was removed. The filter case was removed, and the suspect fiber located. The suspect fiber was confirmed to be broken. Analysis of the device confirmed a filter fiber break and associated blood leak contained within the circuit. Testing of devices from other lots was unable to recreate the reported event. The manufacturing batch record review confirmed that the suspect device met all material, assembly and performance specifications. The cause of the reported event could not be determined.

Manufacturer narrative:
Device returned for investigation. Investigation is in process. Follow-up will be submitted pending results of the investigation.

Event description:
It was reported that during therapy with the aquadex flexflow system, a blood leak was detected. The blood leak occurred within the uf 500 blood circuit. The facility reported that the blood leak occurred within 20 minutes of circuit use. The uf 500 blood circuit was replaced with a new circuit and therapy was resumed.